Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump is scratched. The blood glucose reading is 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with scratched lcd window. Unit received with broken belt clip slot.(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.